Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-03938. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparotomy, lysis of adhesions, bso, abdominosacral colpopexy, posterior colporrhaphy augmented with porcine dermal graft, cystoscopy, and suprapubic tube placement; due to pop and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with surgisis cook mesh. On (B)(6) 2014, the patient underwent a mesh removal due to mesh pain.

Manufacturer narrative:
It has been reported that following insertion the patient experienced burning, urinary frequency, urinary hesitancy, urinary urgency, hematuria and pressure. (B)(4).

Event description:
It has been reported that following insertion the patient experienced burning, urinary frequency, urinary hesitancy, urinary urgency , hematuria and pressure.